Manufacturer narrative:
(B)(4). This report for a nurse switching bags in the middle of therapy cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error. Review found the labeling adequate for the use error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted.

Event description:
A nurse contacted global technical services (gts) regarding assistance with therapy. The nurse stated that the doctor wanted her to change the solution strength. The nurse disconnected and switched the heater bag with the supply bag. Gts explained that if the nurse disconnected any bags, the supplies were compromised and the nurse would need to start the therapy over with new supplies. The nurse stated, the doctor had been changing the concentrations and wanted the patient to have continuous therapy. Product surveillance contacted the patient's nurse. According to the nurse, the patient has been fine and was seen in clinic recently. No patient injury or medical intervention associated with this event was reported.